Manufacturer narrative:
Product event summary # product ID# 5076-45. A proximal portion was received measuring 6.5 cm. Analysis was performed and no anomalies were found.

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the online obituary indicated the patient died approximately four months post implant of the ipg. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information from the physician were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomintant medical devices: implantable pacing lead, product ID: 407458 implanted: (B)(6) 2004. (B)(4).